Event description:
It was reported that a hole in the catheter occurred. A watchman access system (was) and a 33 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While prepping the wds, a hole in the device catheter was noted. Procedure was completed with another of the same device. The device never entered the patient.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system. The customer reported that the wds was noticed to have a hole in the sheath during preparation of the device. Analysis of the returned device confirmed the hole in the sheath. When the implant was lined up to the markerband at the tip, the hole was found to line up with the edge of the hypotube, an area where excessive pressure/force could contribute to the hole while prepping the device.

Event description:
It was reported that a hole in the catheter occurred. A watchman access system (was) and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While prepping the wds, a hole in the device catheter was noted. Procedure was completed with another of the same device. The device never entered the patient.